Event description:
It was reported that during an unknown procedure, it was reported that the device presented leakage during the procedure. There will be no sample to be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. A batch record review was performed and no anomalies were noted during the manufacturing process.